Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient had a known short to shield event in (B)(6) 2023 due to driveline wire insulation damage. The patient had a mild palpable kinking of the driveline that was no longer palpable and there was no driveline damage identified on imaging studies. The patient had been supported with an ungrounded patient cable connected to the power module and no further short to shield events were observed. A clamshell repair was performed at the external connector strain (MFR. #2916596-2024-01128) due to a horizontal silicone tear but no mechanical failure events were identified. The patient presented to the clinic with a linear tear on the silicone cover of the driveline and a history of a pump alarms 2 days ago while on battery power. The tear appeared to a superficial cut. The patient had not noticed the tear and was unable to identify its cause. Event log file interrogation noted a pump stop event on (B)(6) 2024 which suggested a new short to shield. A rescue tape repair was performed, and imaging was completed to assess the integrity of the driveline. The x-ray captured no obvious areas of breakdown in the external shielding of the driveline. No palpable damage was identified. It was noted that the patient cleaned the driveline with quaternary ammonia solution but had not cleaned it since the tear. The patient was clinically well, and no patient related issues were identified. The patient was not a candidate for transplant or pump exchange due to obesity and a high surgical risk related to multiple previous sternotomies. The event log files captured a pump stop event on (B)(6) 2024 at 07:34 while tethered to wall power. It appeared that the short to shield had progressed into a phase to phase short with the possibility of pump stops on any power source.the patient was clinically well, and no further events occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no actual alarms from the patient's device or from the power module. The event log files were analyzed again and captured no further low speed, pump stop events, or notable alarms on the power module. The patient was clinically well, and no further alarms occurred. The patient had no further pump stops since (B)(6) 2024 and was medically managed with a destination therapy strategy. The patient's weight loss was managed, and hardware damage was avoided.

Manufacturer narrative:
Section g3: the previous report was inadvertently submitted with a blank g3: the aware date was 23jul2024. Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed a pump stop event. Although a specific cause for this finding could not conclusively be determined through this evaluation, based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similarly reported events, the log file findings appeared to be consistent with potential driveline wire compromise. Additionally, analysis of the submitted photographs confirmed superficial driveline damage. It was reported that the patient had not noticed the tear, and was therefore unable to communicate what caused it. The account submitted four images for review confirming the small cut in the outer jacket of the driveline. This damage did not appear to penetrate any layer beyond the outer jacket. The submitted x-ray images of the external portion of the driveline did not appear to show any obvious areas of breakdown along the metal braided shield. Evaluation of the submitted log files confirmed a pump stop event on 03jun2024 while the device was supported by the power module. The pump regained normal parameters following this event through the end of the file. No other notable events or alarms were captured. Based on previous complaint history, the pump stop captured in the log file appears to be consistent with potential driveline wire compromise. The patient remains ongoing on the hm ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline 64787 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Sections 6 and 8 of the hm ii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.